Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hbc assay performed within specifications. A review of calibration data confirmed that signals were within expected ranges. However, the investigation was limited by the unavailability of quality control data and additional patient sample testing. The results were obtained using different kit lots, and the measuring cell of the analyzer was replaced on (B)(6) 2023, which may have influenced the results. A list of drugs the patient was taking was provided; these drugs were not tested regarding a possible influence on the elecsys ahbc result. A definitive root cause for the reported event could not be determined. It was recommended to perform testing with an independent method and to assess the results in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2023, the patient sample was tested using kit lot 718073 and generated a reactive result of 0.636 coi, with a re-run result of 0.618 coi (reactive). On (B)(6) 2023, the measuring cell of the analyzer was replaced. On (B)(6) 2024, a second sample collected from the patient was tested using kit lot 741752 and generated non-reactive results of 1.16 coi, 0.99 coi (at the cut-off), and 1.33 coi (non-reactive).